Event description:
It was later reported that the catheter ¿failure/fracture¿ was not recognized in the first dye study but was apparent in the second dye study performed in (B)(6), 2014. The patient had no response to increasing doses up to nearly 900mcg/day. The patient was currently ¿good¿ and was receiving effective therapy. The patient¿s current dose was reported to be 75mcg/day.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient¿s pump was implanted on 2012 (B)(6) it was great, and then ¿suddenly she was like she was before the pump¿. The patient stated that for 5-6 months the catheter was ¿out of place¿. The healthcare provider (hcp) kept increasing the dose and switched the medication to the highest concentration but the patient did not receive therapeutic benefit. A dye study was done which confirmed the catheter was out of place, dislodged, and had a hole in it. The catheter was replaced on 2014 (B)(6). Following the replacement, the patient experienced symptoms of leg weakness; however, these symptoms are captured in another product event file. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.